Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was for probably 2 months the patient had been complaining about a burning sensation when recharging the implanted neurostimulator. The patient quit charging the implant 2 weeks ago thinking that would settle down and go back to working like they did originally but that was not the case. Caller reviewed they had spoken with a manufacturing representative and they had an appointment scheduled to have the implant checked out. Pt reported their back was like raw meat. Caller reported a drumming sensation. Pt started complaining about a soreness, but now the issue has escalated to a burning sensation. Patient had multiple back surgeries and there was not anything they could do for the patient and their back was totally fused. The hcp said they could try the spinal cord stimulator and for several years it worked good but now they were concerned that it was not working.